Manufacturer narrative:
One image provided was reviewed. The image showed a dpt attached with a cuff to a patient's arm. Based on this image, the defect reported of regarding disconnected pressure tubing could not be confirmed. Based on further engineering evaluation, there are manufacturing controls to avoid potential causes related to the reported malfunction.

Event description:
As reported, during use in patient with this disposable pressure transducer (dpt), pressure line disconnected from patient side and the alarm "pa disconnected" was triggered. When user arrived, a stain of blood of about 300 ml was noticed. The patient was mobilizing his arm and the bracelet containing the cell moved. The dpt was fixed to the patient arm using a bracelet (see picture attached). The hemoglobin was confirmed to be correct and no blood transfusion was necessary. There was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. No product was returned for evaluation; the product was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.